Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the ventricular lead exhibited high impedance despite placing in different locations, the lead was not used. No additional information would be available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.